Manufacturer narrative:
Concomitant products: d314trg ICD, implanted: (B)(6) 2014; concomitant products; 5071-56 lead, implanted: (B)(6) 2004; concomitant products: 5568-53 lead, implanted: (B)(6) 2002. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was oversensing and noise on the right ventricular (rv) lead. Upon performance of isometrics and pocket m anipulation, the issue was unable to be reproduced. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the left ventricular (lv) lead was experiencing rising and high thresholds, and right atrial (ra) lead as experiencing high thresholds. The rv and ra leads were explanted, as they were scarred together, and replaced. The lv lead was capped and replaced. No patient complications have been reported as a result of this event.